Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: unk-battery / device code: battery issue (B)(4). The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient's batteries were draining at the same time. The patient was also found to have a loose controller power port connector. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event details was confirmed during the visual inspection. The controller failed visual inspection because the power port 1 connector is slightly loose from the controller housing. A review of the available logs revealed a series of premature battery switchings. Said events involved (B)(4), these batteries were removed and added to another complaint ((B)(4)). The most likely root cause of the reported power switching events can be attributed to a communication error between the controller and battery. Heartware is investigating communication errors and also the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.